Event description:
Faulty reading of 218 from test strips. Usual 114, 117, 122 non fasting 5:30 before supper. Previous lunch at 12:00 of boost glucose control shake. Called company in 2008 and reported problem, and were advised recontrol solution to test strips. Control solution received from company. By testing with control solution faulty test strips determined. Lifescan monitor determined with company assistance not to be defective. Updated monitor to be sent as replacement as precaution by company. Vials tested defective. Vials tested not defective. Doses, frequency and route used: tests blood for glucose 3 times daily before meals or as needed. Therapy dates: since 1980's. Diagnosis: type ii diabetes. Event abated after use stopped: yes.